Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose of over 600 mg/dl. Troubleshooting was performed. The customer stated that the last infusion set change was three days prior to his admission. The time and date on the insulin pump was not displaying as the battery was dead. The programming on the insulin was correct. Reviewed the alarm history and found several no delivery alarms. Ran a fixed prime test and the insulin pump passed the test. The customer stated that the cannulas have been bent downward. Advised the customer that this may have been what was causing the no delivery alarms. No further info was provided.